Manufacturer narrative:
Updated sections b4, b5, d4, g3, g6, h2, h4, h6, h11 the manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned for further investigation and limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was notified of a failure to implant involving a perceval plus prosthesis. Reportedly, in a redo case following tavi, perceval plus valve pvf-xl was used on (B)(6) 2025. However, following bypass removal, pvl occurred, necessitating conversion to a conventional valve instead. Based on the further information received, the surgical approach was a full sternotomy with no concomitant procedure. The native valve was stenotic. Ballooning was performed according to the IFU. Approximately 30 minutes was added to the cross-clamp time and bypass time. The patient remained stable throughout the delay in procedure. The patient¿s impact and outcome were reported as improving and progressing well. There were no reported abnormal geometries in the patient's annulus, no device malpositioning or missizing identified. No positioning difficulty was noted.

Event description:
In a redo case following tavi, perceval plus valve pvf-xl was used on (B)(6) 2025. However, following bypass removal, pvl occurred, necessitating conversion to a conventional valve instead. No further information has yet been received from the site at this time.

Manufacturer narrative:
Manufacturer is retrieving further information from the facility, and will submit follow-up report upon availability of new, relevant details.